Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-02105 and medwatch 2210968-2013-02106. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, it was difficult to connect handpieces to the device and the device was not driving the disposable well. The disposable was activating very slowly while trying to morcellate a large fibroid. The surgeon tried lowering the speed on the device. The doctor decided to convert to an open procedure to complete the case as a total abdominal hysterectomy. The patient was transfused one unit of uncrossed matched blood. The estimated blood loss was unknown.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.